Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in central emergency on (B)(6), a placement of a 2-lumen central venous catheter was performed without issues in the patient's left femoralis. On (B)(6), the nursing staff reported that blood was flowing back at the distal line despite the 3 way stopcock being closed. During injection, fluid came out at the junction of brown hub and tube. During visual inspection of the cvc a hole was noted at the junction of brown hub and tube. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a 2-lumen catheter that showed evidence of use but no defects or anomalies. The catheter was leak tested and a leak was observed at the base of the distal extension line luer hub under 10 psi. Microscopic inspection identified a hole in the extension line extrusion. A cross-section of the hub confirmed that the extrusion was properly within the hub. A device history record review was performed based on sales history with no relevant findings. Since the leak was not detected until two days after catheter insertion, it appears that the hole resulted from excess tension placed on the extension line after placement. Therefore, operational context caused or contributed to this event. No further action will be taken.